Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: ann plast surg. 2024 sep 1;93(3):283-289. Https://doi.org/10.1097/sap.0000000000004020. Epub 2024 jul 9. Pmid: 38984655.

Event description:
Title: limitations of patient-controlled epidural analgesia following abdominoplasty the aim of this study was to investigate the effects of a patient-controlled epidural analgesia to better classify the clinical value of this procedure in abdominoplasties. Between september 2018 and august 2022, the observational case control study was conducted. A total of n = 287 patients receiving an abdominoplasty in the above-mentioned period were screened. The study cohort of n = 112 patients comprised a pcea group (n = 57) and a non-pcea group (n = 55). There are 96 female, 16 male with patient mean age of 45.56. All patients in the study received a conventional abdominoplasty under general anesthesia. Plication of the rectus fascia was performed with interrupted, nonabsorbable sutures (mersilene, ethicon, nj). Wound closure was performed in all patients using subcutaneous single button sutures of an absorbable suture material (vicryl, ethicon, nj), as well as intracutaneous continuous sutures using a different absorbable suture material (monocryl, ethicon, nj). Reported complications includes (n=2) patients had minor complication of bleeding, (n=15) had minor complication of wound healing disorder,(n=2) had major complication of bleeding and (n=2) had major complication of infection. In conclusion, the only positive aspect of the pcea is potent analgesia in the early postoperative period. In addition, prolonged available regional anesthesia tends to delay recovery. Therefore, time-limited procedures, such as the tap block, appear to be not only a sufficient but also a more effective treatment.